Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had hives on her skin and reported she is allergic to certain metals. An allergy kit was sent for use at the next appointment. The patient was to meet with the physician for the next course of action.